Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of white foreign material at the air water cylinder (tube) and white foreign material at the air water tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had white foreign material at air water cylinder (tube) and white foreign material at air water tube. There was no patient involvement.